Manufacturer narrative:
Reader (mbga151-g0732) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of ble (bluetooth low energy) rssi (received signal strength indicator) was performed, and observed signal loss alarms due to low/not present ble rssi value. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a no signal alarm issue with the adc freestyle libre 2 reader, which resulted in the low glucose alarm failing to trigger. Customer experienced a loss of consciousness and was provided glucose by her daughter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a no signal alarm issue with the adc freestyle libre 2 reader, which resulted in the low glucose alarm failing to trigger. Customer experienced a loss of consciousness and was provided glucose by her daughter. There was no report of death or permanent injury associated with this event.